Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address attributed to loosening.

Manufacturer narrative:
Depuy still considers this complaint closed.